Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based on the history log files, because the device, which was involved in the incident wasn't sent back for an investigation. The data of the complained pump was perfusor space (article no. 8713030) with serial no. (B)(6) with software installed (B)(6). The following findings were made: no information regarding the date of the incident was available. According to the history logs, the last therapy session took place on (B)(6) 2026. Several pressure alarms occurred. On (B)(6) 2026, the pump underwent service and was calibrated. Based on the available information, the pump was repaired on-site. Given that the pump was repaired on-site, an examination of the infusion pump is no longer deemed useful, as the pump is no longer in its original condition[?] I.e., the state it was in at the time of the incident. The defect was assessed as not confirmed. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910.

Event description:
According to the even description: 'pump showing volumes delivered but syringe volume not decreasing. Pump backing off during bolus delivery despite no problems with IV access' no patient complications were reported as a result of this event.